Event description:
Related manufacturer reference number: 2017865-2023-20549. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead failed to capture. The patient was scheduled for a lead replacement. The lead was capped on (B)(6) 2023. During the procedure, the replacement lead exhibited low p wave amplitude variation and high thresholds and failed to extend the helix after several attempts. The lead was not used, and new lead was implanted.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture and p-wave amplitude variation. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Analysis found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported events of failure to capture and p-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.